Event description:
It was reported that in (B) (6) 2006, the pt underwent a catheter dye study. There was no dye noted in the csf (cerebral spinal fluid) during the study. The pt was "sent to surgeon"; the pump was replaced on (B) (6) 2006.

Manufacturer narrative:
(B) (4).